Manufacturer narrative:
Multiple attempts were made to obtain the device serial number but this information was not provided. As a result, expiration date and device manufacture date could not be extracted. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and the heartmate ii lvas could not conclusively be determined through this evaluation. The hm ii lvas IFU lists infection, renal failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No product was returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 from the renal clinic due to the acute kidney injury (aki) on chronic kidney disease (ckd). Repeat blood cultures found candidemia. The patient was started on fluconazole on (B)(6) 2017, but unfortunately had daily blood cultures that were positive. The patient¿s hickman catheter was removed on (B)(6) 2017, however continued to consistently be fungemia. The patient was then started on double therapy with anidulafungin on (B)(6) 2017, but again, all daily blood cultures have continued to be positive. The infectious disease team noted that since the isolated candida is susceptible to both fluconazole and anidulafungin, the source of the candidemia is the lvad(pump pocket) with biofilm formation. Initially the plan was for lvad exchange, but since this is nearly guaranteed to be reinfected, the heart failure team did a literature search and found that patients with lvads who develop fungemia have a mortality of less than 6 months from the onset of the fungal infection. Due to the patient¿s kidney disease, and active fungal infection, the patient is not a candidate for dual heart and kidney transplant. Therefore, the decision was made in coordination with the infectious disease and nephrology team to stop fluconazole and anidulafungin, and initiate amphotericin. The team agreed to begin amphotericin with the hope to suppress the fungal infection and allow the patient to leave the hospital and since the kidney disease was so advanced and required dialysis going forward, the initiation of amphotericin. Permacath was placed on (B)(6) 2017 for outpatient hemodialysis. No positive culture from the patients driveline was performed however, it was presumed pocket infection causing fungemia. The patient reported to have expired on (B)(6) 2019 due to renal failure and bacteremia. The device reported to have operated as expected and will not be returned.